Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation in used and decontaminated condition. Downstream occlusion (dso) seal bubbled/degraded and upstream occlusion (uso) seal damaged/worn. Performed functional testing and visual inspection. Customer's reported "dso seal damaged" problem was verified by visual inspection. The root cause was the dso sensor seal. Replaced the dso seal to correct the issue. Cadd solis device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a damaged downstream occlusion seal. There was no patient involvement, and no patient harm/adverse event reported.